Manufacturer narrative:
One sterile biorci ha 7x25mm screw used for treatment, was returned for evaluation. The complaint stated: ¿screw was found to be cracked." Dimensional inspection confirmed that this was a 7mm product. The instructions for use for this product contains technique oriented information. The implant was returned in multiple fragments with multiple stress fractures. The entire implant was not returned. A chewed up distal tip was found. Those missing threads were not returned. There were lateral and vertical stress fractures over the body. A side section of threads just below the head were absent and it had a peeled appearance as when opened up by force. There were scuff marks at the internal star hex indicating stripping had begun. The physical condition indicates a difficult insertion attempt with torque placed upon the implant. Adherence to the instructions for use prep and use is essential for optimum success of the product. Per instructions for use: ¿per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during an unspecified surgery, the biorci screw was found to be cracked and incomplete. A back-up device was available to complete the surgery without significant delay. The patient was not harmed. Results of investigation have concluded that this unit was returned in multiple fragments with multiple stress fractures and the physical condition indicates a difficult insertion attempt with torque placed upon the implant. This means it was used in the patient which makes it a reportable event since it was used in the patient.